Event description:
The customer reported that the system required a reboot whenever the main cable connection was moved. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer resolved the issue and cancelled the service call.